Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is currently undergoing detailed laboraotry analysis testing in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this device was removed and returned for an unknown reason. Initial analysis testing revealed that this device failed testing which maybe an indication of an out of specification condition. The device was forwarded on for further detailed laboratory anlaysis. No adverse patient effects were reported.